Manufacturer narrative:
Medwatch sent to FDA on: 02/jul/07. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii and manufactured in a foreign country. Allegan has not received the product at this time. Therefore, no analysis or testing has been done. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding serial number has been requested. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.

Event description:
Report by the patient, as having trouble holding food down and having too much restriction of her lap-band. Follow up findings; per the patient, exploratory laparoscopy surgery was done and the physician perforated the stomach which required a conversion to an open procedure to remove the lap-band.